Manufacturer narrative:
The insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected pump error 53 alarm noted during testing. However, pump error 53 found in the formatted history download due to possible hardware issue. Unable to determine the root cause of pump error 53 per r&d, problem isolated to electronic assembly. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No power loss alarm or failed battery test alarm noted during testing or in the pump trace download. Unit was downloaded properly using carelink pro. Unit was received with scratched case and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed software error. The customer's blood glucose was 70 mg/dl at the time of incident. Troubleshooting was performed. Self test failed. The insulin pump will be returned for analysis.